Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during fill tubing. The customer also reported that the insulin pump could not exit rewind and prime process. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to perform the self-test, unexpected restart, off no power, prime, occlusion and no delivery alarm tests due to the alarm. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, minor scratches and a cracked display window.